Event description:
A hospital maintenance technician reported that during vitrectomy surgery, the system displayed that there was low pressure. They rebooted and reinitialized the equipment, but then the cassette was not recognized. The system was exchanged and the surgery was completed after a one hour delay. There was no harm to the patient.

Manufacturer narrative:
The company representative contacted the customer. The customer stated that the problem is pressure oscillation on the connection between the gas room and the surgical center. After connecting the nitrogen cylinder to the system, the customer's reported problem was resolved. The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause has not been determined. (B)(4).